Event description:
It was reported that during incoming inspection at distribution, it was found that there was an indication error. Eog sterilization was indicated on the package instead of gamma sterilization indicator. At 31 of 40 units failed our inspection due to this issue.

Manufacturer narrative:
Additional information will be provided once investigation is completed.